Manufacturer narrative:
The customer¿s report of tubing leaked below safety clamp could not be confirmed. The product was not returned for failure investigation and analysis. The root cause could not be identified as no product was returned.

Event description:
It was reported that the tubing leaked below the safety clamp. During a patient's infusion, it was noticed that the IV fluids were dripping on the floor from a hole in the tubing located right beneath the door of the pump. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing leaked below safety clamp. During a patient's infusion, it was noticed that the IV fluids were dripping on the floor from a hole in the tubing located right beneath the door of the pump.